Manufacturer narrative:
Follow-up #1: date of submission 04/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2016 with the following findings: review of the black box data did not reveal any indication of power issues. On examination, there was no damage to the battery compartment. On investigation, a test battery cap was able to secure properly to the pump. The pump powered on normally without alarms and was exercised for 24 hours without errors, alarms or warnings. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the complaint and the pump was found to operating within the required specifications without malfunction. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump would not power up even with new battery and cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.